Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the hospital experiencing presyncope. Upon interrogation, the right ventricular lead exhibited intermittent capture and noise. The lead was capped and replaced successfully on (B)(6 )2015. The patient was doing well post procedure.